Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 3004608878-2019-01053.

Event description:
This is 1 of 2 reports. An integra quality coordinator reported on behalf of the customer that the on two instances during surgery, there was a slight slip arising potentially from the a3101 mayfield 2 series base unit standard during a cervical case on (B)(6) 2019. The a3059 mayfield composite series skull clamp was used along with the base unit. The device was in contact with the patient with no patient injury reported. There was a 10 minute delay in surgery. No medical intervention was required. Additional information received on 30sept2019 and 02oct2019 indicating that both instances happened on the same patient for the same procedure. The patient was initially pinned in the prone position and stayed in this position all throughout the case. They re-pinned the patient in the same prone position after movement and there was movement noted again.

Manufacturer narrative:
Additional information - device identifier #: (B)(4). The device was returned for evaluation. The returned unit did not meet all specific functional test. General maintenance is required. Device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The device failed the manufacturers specification for base handle locking under load. The complaint is likely caused by wear and tear / improper handling. The reported complaint was confirmed from the evaluation of item. The definite root cause cannot be reliably determined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.